Manufacturer narrative:
Patient reported to her doctor's office that she has corneal burns on her eyes from having pdt done. Follow-up ((B)(6) 2018; (B)(6) 2018): patient reported to the doctor's office she went to the eye doctor and came back with corneal burns.

Event description:
Corneal burn.